Event description:
The patient was supposed to receive total parenteral nutrition (tpn) while sleeping, but awoke to find out that the bag still appeared full. Testing of the pump when it was returned to the hospital found it to be functioning within specifications. The pump's memory was downloaded and it was noted that the patient had forgotten to reset the dose from the day before so the patient had just received the keep vein open (kvo) dose all night.